Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the device did not meet expected longevity. Analysis of the device found a high current drain condition. Electrical analysis found excess dc leakage in a battery filter capacitor which caused the high current drain.

Event description:
It was reported that the device gave information about end of life (eol) after one year. There were no vf therapies delivered, other than the initial dft testing during implant, and stimulation parameters were in the expected range. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient outcome was reported to be ok following the replacement procedure.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.